Event description:
This ra lead was implanted on (B)(6) 2012 and remains implanted at the time. A call was placed to technical services on (B)(6) 2017 stating that the atrial channel was far-field sensing the back up ventricular pace for auto threshold. The physician was dr. (B)(6) at (B)(6) campus in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).